Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 4. H11: request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced adhesive issues on (B)(6) 2026. The infusion set fell off during use for no more than one hour which leads to high blood glucose levels and treated with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.